Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-38999. Voluntary medwatch received states that patient had infection. Patient's right ventricular (rv) and atrial lead was explanted. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119731.